Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and memory impairment ("memory problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings and memory impairment outcome was unknown. The reporter considered memory impairment, mood swings and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), mood swings ("mood swings") and memory impairment ("memory problems"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered memory impairment, mood swings and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: copy me no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were availa the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pif received. Reporter information added. Product start date and annex f updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), mood swings ("mood swings") and memory impairment ("memory problems"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered memory impairment, mood swings and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cesarean section, depression, ectopic pregnancy, anxiety, fatigue, ovarian cyst, hemorrhagic cyst, pelvic pain, parity 3 and multi gravida. Previously administered products included: penicillins with extended spectrum for allergies and methotrexate and diphenhydramine. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), mood swings ("mood swings") and memory impairment ("memory problems"). The patient was treated with surgery (essure removal via bilateral salpingectomy and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered memory impairment, mood swings and pelvic pain to be related to essure administration. The reporter commented: there was 4 visible coils on the left, and 3 visible coils on the right on completion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: satisfactory position of essure tubal occlusion coils bilaterally as above. Fallopian tubes appear occluded bilaterally. There is no passage of contrast into either fallopian tube along the occlusion coil, and there is no spilling of contrast into the peritoneal cavity. [Pathology test] on (B)(6) 2017: pelvic pain. History of female sterilization specimens a fallopian tubes bilateral, bilateral fallopian tubes structures resembling fallopian tubes received. One of them measures 5 x 0.7 cm in diameter. The other tube measures 6 x 1 x 0.6 cm. By gross examination it is not remarkable [ultrasound scan] on (B)(6) 2017: uterus measures 9.0 cm in length. Endometrial stripe measures 11mm. Moderate amount of fluid in the endocervical canal in the lower uterine segment upper cervix. Patient reports that she wants essure coils removed. She does not wish to pursue hysterectomy at this time. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : reporters information patient medical history and surgical pathology reports were added. And rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.